Event description:
Patient mentioned he had his ICD device ¿tweaked¿ 3 or 4mo ago because ¿he wasn¿t able to catch his breath due to a slow heart rate.¿ he is doing fine now and feels much better now. He mentioned that it feels like vyndaqel gives him a ¿bad taste in his mouth,¿ but isn¿t sure if this is from another medicine or something.